Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection of the event unit could not confirm the complainant¿s experience of seal component separation. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. This event was initially reported based on the description of the event. However, based on the evaluation of the returned unit, applied medical determined that this event is not reportable as septum fragmentation is unlikely to cause or contribute to death or serious injury. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: low anterior rectal resection. Event description: report from the sales rep via email; double duckbill seal damaged or dropped out. A dislodged double duckbill seal fell into the abdominal cavity but was retrieved. This unit will be returned. Type of intervention: surgery completed with replacement with c0r47 from hospital inventory. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: low anterior rectal resection. Event description: report from the sales rep via email; double duckbill seal damaged or dropped out. A dislodged double duckbill seal fell into the abdominal cavity but was retrieved. This unit will be returned. Type of intervention: surgery completed with replacement with c0r47 from hospital inventory. Patient status: no patient injury or illness associated with this event.